Event description:
It was reported that the patient experienced a loss of therapeutic effect. There was a reading low out of range impedance value. The 9-11 impedance equaled 64 ohms, which is a short circuit and the patient was programmed to this pair. Other impedance pairs were normal range. Follow up information noted that left brain electrode impedance: 1 and 3 64ohms on 2012 (B)(6). Therapy impedance: would not measure, they performed multiple reprogramming with no adequate control. The patient had never received adequate therapy for et (essential tremor). After consultation at a medical center, the patient was told leads were not in the optimal location. The patient had lead revision on left brain in (B)(6) 2011 and received adequate et control after revision. They were considering revising right brain in the future. Regarding the patient outcome it was noted that they were receiving adequate et control after revision on left brain. No control/benefit on right brain. They had voltage set to 0v after visit to medical center in (B)(6) 2011 and reprogramming sessions.

Manufacturer narrative:
Continuation of concomitant medical products: implanted: explanted: product type programmer, patient product ID 37085-60 lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension product ID 37085-60 lot#, serial# (B)(4), implanted: 2010 (B)(6) explanted: product type extension product ID 3387s-40 lot#, v415236 serial# implanted: 2011 (B)(6) explanted: product type lead product ID 3387s-40, lot# v333236, serial# implanted: 2010 (B)(6), explanted: product type lead. (B)(4).